Event description:
It was reported that the ilet could not be unlocked and would not charge despite attempts with a charging pad and holding the wake button while on the charger; the device displayed the unlock prompt and allowed access to the cartridge icon, and a reset occurred but the device remained locked. Symptoms included no reported clinical symptoms. Outcomes included no impact to health or need for medical care. Investigation included customer service troubleshooting over the phone. Investigation of this case revealed the device did not respond to standard charging and wake-button reset procedures. It was concluded that the device experienced a malfunction related to charging and user interface unlock that warranted device replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.